Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image from composite output occurred due to printed circuit board failure. The root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was sent back to olympus for evaluation. The reported issue (no image) was confirmed due to a printed circuit board failure. In addition, the connector was loose due to wear of the video connector socket, there was accumulated dust, the inside harness had rusty wires, the front panel was broken, there was a damaged net spacer, and the foot was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that, during maintenance, there were output issues when connecting a separate monitor using the composite port on the device. It was checked and the composite connection was not working. There were no reports of patient harm associated with this event.